Manufacturer narrative:
A GE HealthCare Service Representative performed a checkout of the system and confirmed the reported issue. The display was replaced to resolve the issue.Block A: No report of patient involvement. D4 Primary UDI Number: There is no UDI available as the device was manufactured prior to UDI compliance requirements.Legal Manufacturer:HCS Madison - 3030 Ohmeda Dr, USA Madison, WI 53718

Event description:
It was reported that there was a malfunction resulting loss of mechanical ventilation during pre-use checkout. There was no patient involvement.